Event description:
The user facility reported that shuttling had occurred. The angio-seal device was used after endovascular therapy (evt). When the device was inserted into the insertion sheath and the device/sheath assembly was withdrawn, the anchor was not positioned, the device/sheath assembly was withdrawn together, and the hemostasis did not occur. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. The angio-seal device was then disassembled, and the anchor was found to remain in the device. The estimated blood loss was less than 250cc's. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 5.5 mm. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
D6b: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).